Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads missing end cap sticker and broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5.

Event description:
It was reported the customer had cracks near the battery compartment of their insulin pump. The customer could not recall how the damage had occurred. Customer's blood glucose was unk. No additional info provided.